Manufacturer narrative:
Approximate age of device - 4 years 2 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the pump stopped. A review of the log file by the manufacturer's technical services representative confirmed the pump stops which occurred on (B)(6) 2018. These only appeared to occur while the vad was connected to the power module. An external driveline replacement was conducted on (B)(6) 2018 and replaced most of the external portion. This occurred without issue. The patient was placed back on a grounded cable and the alarms did not return. Additional information received on 19sep2018 stated that the driveline issues resolved after the driveline exchange, no alarms were reported after the repair was completed. The patient returned to using a grounded patient cable but was discharged home with an ungrounded orange cable.

Manufacturer narrative:
Manufacturers aware date was inadvertently omitted from previous report. The correct date was sep 28, 2018.

Manufacturer narrative:
Corrected code. The patient remains ongoing on the heartmate ii lvas. Although the reported pump stop event was confirmed via the submitted log files, the cause could not be conclusively determined during the evaluation of the returned driveline. The approximately 18" segment of driveline replaced by technical services was returned for evaluation. Examination of the driveline found moderate shield breakdown approximately 3" from the controller connector. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. Additionally, these documents outline all system controller alarms as well as the appropriate actions associated with them. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.